Event description:
Report received from the USA stating that the hose of the motor device had an "air leak." It was unk to the reporter how the leak occurred. The motor device was not used in surgery and there was no pt involvement. There was no delay reported and there was a spare identical device available for use. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The motor device was tested and the reported condition was duplicated. Evidence indicates this was due to usage wear over time. The reported condition was confirmed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).